Event description:
The customer observed false positive architect troponin results generated on an architect i2000sr analyzer for a patient. Sid (B)(6), initial result = 165.98 pg/ml, repeat result = 158.56 pg/ml. The sample was repeated on an alinity I processing module generating a result = 2.19 pg/ml. There was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not provided.